Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 700 mg/dl. Customer's wife advised the insulin pump alarmed no delivery and the plunger did not function even though they pressed it very hard. Customer was advised that replacement reservoirs and infusion sets would be sent out and they agreed to return the products for analysis.